Event description:
It was reported that subdermal use of the device following a liposuction procedure, a patient sustained a burn to the treated area. The patient subsequently developed a blister to the treated area and underwent a skin grafting procedure for treatment. This event represents an over treatment at a pivot point. There was no report of performance issues with the handpiece or delivery generator.